Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 7.4 mmol/l. Troubleshooting was initiated and the customer stated that while pushing insulin through the tubing manually there was more resistance than usual; however, the customer was able to deliver the 5-unit prime without any alarm. It was explained to the customer that the resistance and no delivery alarm was due to an infusion set or reservoir occlusion. The reservoir will be returned for analysis.